Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding disassociation between the uhr bipolar and the femoral head involving a uhr bipolar 28x49mm was reported. The event was not confirmed. A visual inspection noted that the uhr bipolar component was returned with the femoral head fully assembled despite the reported event suggesting that they disassociated. A device history review confirmed that all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. While the reported event claims that the uhr bipolar component disassociated from the femoral head, the devices were returned fully assembled, further information is needed. No further investigation for this event is possible at this time.

Event description:
Patient admitted for dislocation of bipolar hip. Closed reduction was unsuccessful. Open reduction revealed that the uhr universal bipolar component was disassociated from the lfit femoral head.

Event description:
Patient admitted for dislocation of bipolar hip. Closed reduction was unsuccessful. Open reduction revealed that the uhr universal bipolar component was disassociated from the lfit femoral head.